Event description:
It was reported a message screen of 39 was seen on the clinician programmer and a power on reset (por) condition. It was noted the error code was not available at the time of report. It was noted the ¿39¿ message screen was seen on the day of report, which was cleared and then the por was displayed. It was reported the manufacturer representative continued with programming and was no longer with the patient.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).